Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Episodes of inappropriate mode switching due to noise on the atrial lead were noted. The lead also exhibited low pacing impedances. The patient does not pace via the atrial lead. The device was reprogrammed resolving the issue and noise was no longer reproducible. The patient was doing fine.

Event description:
New information noted that the lead was capped and replaced on (B)(6) 2018. No patient condition or additional information was reported.